Event description:
It was reported that the device was used during an augmentation mammaplasty with dissection. It was reported that the balloon ruptured at start of procedure. Another balloon dissector was pulled to complete the case. There was no consequence to the patient.